Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was found to be intact with no evidence of peeling or damage. All the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, there was no vibration due to moisture corrosion on the contacts of the motor. There was also moisture corrosion found on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.